Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height drawer was jammed. A field service engineer (fse) found a medication jam that was preventing the drawer from closing properly. The fse removed the jammed medication, and the drawer began functioning normally. The customer verified the unit¿s operation through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 1 was jammed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.